Event description:
Right atrial (ra) lead & right ventricular (rv) lead noise, lead impedance warnings undefined, rv lead had elevated thresholds. Lead fracture suspected & both leads capped & replaced. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2). Reference report: mw5152568.